Event description:
The incident was a hematoma that developed at the sites where the catheters were introduced after a total abdominal hysterectomy procedure. According to the notes taken by the distributor's sales representative, the catheters were placed lateral to the incision and placed in the subcutaneous area. The sales representative stated that the patient was taken back to surgery the same night. The patient was doing fine by the time I-flow was notified of the incident.